Event description:
Patient with heartware¿ hvad¿ system was admitted due to recurrent symptomatic anemia/melena in the setting of inr 2.2 and hemoglobin 6.4 on coumadin (no aspirin). Twelve units of blood were transfused over the course of the hospitalization. Endoscopic evaluation included an esophagogastroduodenoscopy (egd), two colonoscopies, a capsule study, and an egd push enteroscopy. The bleeding source was not identified. A heparin to coumadin bridge was completed prior to discharge.